Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with the x-ray detectable sponge. The customer states the x-ray detectable sponge was falling apart during a vaginal hysterectomy procedure, threatening the patient's safety. The customer stated there was no injury reported or need for additional x-rays.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.